Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 5ml syringe the luer was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: complaint: luer damage.

Manufacturer narrative:
H.6. Investigation summary: photos received by our quality team for investigation. Through visual evaluation, cracked luer is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with vibration rail that can collide with the guides. A review and adjustment was carried out on the input set and monitoring was carried out on the equipment that no longer presented the incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ 5ml syringe the luer was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: complaint: luer damage.